Manufacturer narrative:
This report is submitted october 30, 2019.

Manufacturer narrative:
This report is submitted on august 16, 2019.

Event description:
It was reported that the patient experienced an ulcer at implant site resulting in treatment with oral and topical antibiotics and a steroid ointment. However, the issue could not be resolved; subsequently the device was explanted (B)(6) 2019.